Event description:
Customer reported receiving an inaccurate low glucose reading of 400 mg/dl compare to her usual 800 mg/dl glucose level. Customer reported experiencing symptoms of being incoherent, lethargic and loss of consciousness. Customer reported going to savannah memorial hosp where her glucose level had gone up to "1000 mg/dl". Customer reported that she then went into a diabetic coma and was placed on life support. Customer reported being treated with intravenous medications to regulate her blood sugar and heart rate in the intensive care unit.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.